Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels on (B)(6) 2018. The customer reported that she went to the hospital because of surgery and high blood glucose levels started there. The customer's high blood glucose levels were unknown at the time of incident. The customer reported that the blood glucose levels at the time of hospitalization was 3.1 mmol/l and she was taken her insulin pump off for operation and monitor. The customer was off of the insulin pump for five hours and got back on the insulin pump. It was reported that the customer's blood glucose levels would not come down. It was reported that the customer went in for the surgery and the insulin pump stopped working as the customer could not press act button to give insulin as needed. The customer was treated with manual injections. The customer stated that the she was in the hospital during the keypad unresponsive troubleshooting. The customer stated that she was experiencing a lot of problems with insulin pump. Troubleshooting was performed related to the button error keypad anomaly. The customer declined to perform troubleshooting related to high blood glucose levels. The customer stated that the time advanced. The customer was advised to discontinue use of the insulin pump and revert to backup plan. Product is expected to return for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case. (B)(4).